Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was 75% stenosed. After pre-dilatation was performed, the 3.0x33 mm xience prime stent was advanced, without resistance, to the lesion and deployed at 16 atmospheres (atm). The stent delivery system balloon was inflated again for post-dilatation of the stent; however, the balloon ruptured at 8 atm, and blood was seen coming into the inflation lumen. The stent delivery system was retracted from the patient. The stent implant was observed to be malappositioned requiring post-dilatation with an nc trek balloon catheter. The procedure was completed successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Difficult to deploy/partial apposition could not be replicated in a testing environment as it was based on operational circumstances. Balloon leak/rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.